Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026, with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. The duration of pod use was not available. The patient reported that the pod had not been working due to constant pod communication errors. Reported symptoms include feeling lightheaded and about to lose consciousness while driving, which then caused them to be taken to the hospital by a good samaritan. The patient was diagnosed with hyperglycemia. As treatment the hospital administered insulin and provided the patient with insulin and syringes. The pod was discarded at the hospital. The patient was discharged on (B)(6), 2026.